Event description:
During the atrial fibrillation ablation procedure, a blood leak was noted. The sheath was exchanged and the procedure was completed with no adverse consequences to the patient. The sheath was inserted into the patient, and the septal puncture was performed with the non abbott rf needle japan lifeline. The advisor hdg catheter was inserted but it was noted that blood leaked out from the hemostatic valve while mapping. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No additional venipuncture or septum puncture was performed due to sheath replacement.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed, both with and without an advisor hd catheter inserted through the hemostasis valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.